Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up, the patient's pd registered nurse (porn) reported this patient presented to the outpatient clinic with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented no growth and an elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis, and it was unknown if this event occurred with either ccpd or continuous ambulatory pd (capo) using manual solutions. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (unknown dosages, frequencies and durations). The patient developed general malaise despite antibiotic therapy. As a result, the patient was hospitalized on (B)(6) 2021 due to the persistent peritonitis infection. The patient was treated with antibiotics (unknown types, routes, dosages, frequencies and durations) and had the pd catheter (not a fresenius product) removed. The patient was transitioned to hemodialysis and subsequently discharged on (B)(6) 2021. It was confirmed the patient's peritonitis and the associated hospitalization were not related to any [fresenius] product issues but rather patient non-adherence to infection control procedures. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)